Event description:
The customer's family member reported that the customer has been taken to the hospital several times in the last couple weeks due to high bgs. A day later the family member was contacted and stated that the nurse or the customer would call once the customer's bgs are stable. Also it was reported that the customer is in dka and had bent cannula or kink tubing.